Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint of getting ¿error 26004 (usm 1 not working)¿. The universal surgical manipulator (usm) was analyzed/tested on an in-house system and failed in normal mode, as errors 26004 and 26005 were triggered. The usm was also tested on a patient side cart (psc) fixture test platform (pftp), where it passed lissajous, sensors check and sine cycle. After reviewing the error logs system, error 26004 showed happening on the outer yaw. As a fix the yaw brake will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general surgery umbilical hernia ipom surgical procedure, the universal surgical manipulator (usm) 1 was not working. The system was rebooted with no success. The usm 1 was disabled and procedure was completed using remaining three arms. The onsite logs showed error 26004. Intuitive surgical inc. (Isi) technical service engineer (tse) requested the site to call back at end of case to back drive usm 1. The procedure was completed as planned with no reported injury. Site reached out after case completion. Tse advised to power off the system and back driving usm1 to 180 degrees in both directions and power back on, but, error still persisted. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The usm was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The usm was analyzed and reported failure was confirmed. The unit was tested on an in-house system and failed in normal mode as errors 26004 and 26005 were triggered. The unit was also tested on a pftp and passed lissajous, sensors check and sine cycle. After reviewing the error logs, system showed error 26004 occurring on the outer yaw. As a fix the yaw brake will be replaced. The complaint regarding usm issue was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.